Event description:
Consumer's spouse was pushing the consumer down the sidewalk and the caster allegedly fell apart, the chair shifted, and landed on the fork. The consumer allegedly sustained a torn right thigh muscle and the spouse allegedly sustained a bruised right hand and left shoulder.